Event description:
A report was received that the patient's battery was found to be flipped and was confirmed through x-ray. The patient also could not charge due to the ipg placement. The patient underwent a revision wherein the battery was replaced as it was known that the patient had a previous nondevice related surgery on which electrocautery was used. The patient had an excess postoperative bleeding, so the physician brought the patient back to the operating room and resutured the patient. The patient was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (B)(4).

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, and performance tests performed. The ipg was explanted due to charging issues. The x-ray taken at the hospital confirmed that the ipg had been flipped. In the lab, the ipg was charged in two cycles from its hibernation. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's battery was found to be flipped and was confirmed through x-ray. The patient also could not charge due to the ipg placement. The patient underwent a revision wherein the battery was replaced as it was known that the patient had a previous non device related surgery on which electrocautery was used. The patient had an excess postoperative bleeding, so the physician brought the patient back to the operating room and resutured the patient. The patient was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).